Event description:
On (B)(6) 2022 - patient underwent needle localized lumpectomy, blozorb placement and sentinel lymph node biopsy, right. On (B)(6) 2022 - patient (B)(6):jo firm fullness in breast, firm lump in axilla and shooting pain to nipple; on (B)(6) 2022 - reexcision pf margins complete; (B)(6) 2022 - dark bruising on right breast and dark blood drainage. On (B)(6) 2022 - right breast has increased in size and hematoma has been draining for 10 days. On (B)(6) 2022 - right hematoma approximately 4 ml of dark blood was removed. Despite multiple attempts, no additional blood could be aspirated which is felt to be due to the presence of thick blood and septations within the hematoma. On (B)(6) 2022 patient seen in office again for continued drainage from hematoma. Drainage cultured (B)(6) 2022 - hematoma expressed 2cc of clear fluid (B)(6) 2022 - patient reports only scant amount of drainage. On (B)(6) 2023 - hematoma healed.